Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The philips field service engineer reported a card replacement for a failed unspecified issue. There was no pt involvement.